Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported the patient experienced loss of therapeutic effect from the tonic stimulation. Consequently, the patient's scs stimulator was successfully replaced with a burst therapy capable generator. Postoperative, the patient was stable, and stimulation therapy was reportedly satisfactory.